Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 15666 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was performed and the balloon was observed to be bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for three applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50032 (the safety system detected a compromised outer vacuum). During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.32 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection and pressure testing of the handle segment, a leak path was identified at the pressure sensor tube to y-block bond. The pressure sensor tube was partially detached from the y-block. In conclusion, the balloon catheter failed the returned product inspection due to bond leak observed at the pressure sensor tube to y-block bond and a kink/twist was observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter shaft was kinked and a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.